Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens is investigating.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 112. An elevated atellica im tnih result was observed for the patient in question. A new sample taken one hour later produced a much lower result, as did another sample taken several hours later. When the initial sample was re-tested, it also produced a similar low result, confirming that the initial result was falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Update, 29-jan-2026: siemens has concluded the investigation. An initial result was falsely elevated relative to a testing of a later sample and re-testing of the initial sample. Reagent problems were ruled out, as quality control (qc) results were within expected ranges and no issues were identified for any other patient samples. Return of the patient sample for further investigation is not warranted as the discordant result was not reproducible. Siemens review instrument logs for these tests. There is no evidence of any hardware issues affecting dispense of either samples or reagents. Based on the available information, the specific cause for the discordant result could not be determined. The problem was isolated to a singular test, and the customer is fully operational following repeat testing of the affected specimen. No systemic product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.